Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: product type: catheter. (B)(4).

Event description:
It was reported that the pump was unable to be accessed at refill. It was noted that the patient is very large and the patient suspected that the pump had flipped. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.